Event description:
The facility's concern is that lab values of many different pts may have been inaccurately reported. Installed 2/01. Sample and reagent probes leaking. Instrument taken out of svc. Tech svc to come. Two days later pt/ptt precision is poor. Tech svc to come in. Instrument taken out of svc. 8/02 pt's controls are too high. Changed water, controls, thromboplastin, rinse probe, primed lines, recalibrated lamp. No resolution of problem. Instrument taken out of svc. Tech svc requested 9/2002. Complaint to dade behring tech svc hot line: reagent probe leaked and fluid got inside probe. Shorted out reagent probe heater so that the reagent probe was too hot to touch. No temp error was generated by the instrument to notify the operator that the temp was out of range. The screen monitor still indicated 37.0 degrees at the time the svc engineer discovered the source of the problem. Complaint given to co.